Event description:
The customer reported to olympus that during reprocessing, the video system center had a flashing image. The patient was not under anesthesia. There was no delay or report of patient harm.

Manufacturer narrative:
The device was not returned to olympus for evaluation. However, the problem was resolved at the user facility. The dimming cable was not connected well resulting in flickering image. The investigation is ongoing. A supplemental report will be submitted upon completion of the investigation or if additional information is provided by the user facility.

Manufacturer narrative:
This supplemental report is being submitted to provide the results of the legal manufacturer's final investigation. New information added to the following fields: h6. Corrected fields: d10. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over (1) one year since the subject device was manufactured. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that image flickered due to the connection failure of the dimming cable. Olympus will continue to monitor field performance for this device.